Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer was admitted to the intensive care unit with diabetic ketoacidosis; cause was not known. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.